Manufacturer narrative:
Concomitant medical product: 407658 lead, implanted: (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital due to hearing an alarm. Upon interrogation, it was noted that the defibrillation right ventricular (rv) lead had high/undefined rv and superior vena cava (svc) defibrillation impedance. The patient's non-defibrillation rv lead had oversensing, noise and elevated sensing integrity counter (sic) counts. Both leads were capped and replaced. No patient complications have been reported as a result of this event.